Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the product is unknown, we are unable to provide the unique identifier.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline inversion issue was observed under fluoro. Troubleshooting was performed to solve the issue, but the spline keep getting inverted in basket mode, so the physician decided to work only in flower shape. It was also noticed that the guidewire got stuck and was difficult to move within the catheter, but the physician was able to get the wire out and rewire for the procedure. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. A spline inversion issue was observed under fluoro. Troubleshooting was performed to solve the issue, but the spline keep getting inverted in basket mode, so the physician decided to work only in flower shape. It was also noticed that the guidewire got stuck and was difficult to move within the catheter, but the physician was able to get the wire out and rewire for the procedure. The procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
Visual inspection of the returned device found that no outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. It was noted that there was no significant issue with the splines. No problems were noted with the state of splines in any position. The reported event was not confirmed, since the device passed all test performed and analysis did not reveal any failures within the product.